Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device me8ccpq0 number, and no non-conformances were identified. Additional information was requested and the following was obtained: any patient consequences or adverse event outcome? When patient came back for follow up visit, it was observed that there was fluid leaking from the incision site. When doctor opened up the dressing, the suture was found snapped in the middle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No- only observed to be snapped post-op. Any intervention performed for this suture event? Yes, the incision was resutured using the same product code (vcp9373). Was an additional procedure indicated? The incision area was resutured. Was there any re-operation done on patient? The incision area was resutured. Patient current condition? No further report received from hcp.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date in (B)(6) 2019 and suture was used. The suture was used on the rectus layer with continuous technique. On (B)(6) 2019 during follow up visit, it was noted that there was fluid leaking from the incision. A second procedure was performed and the suture was found snapped in the middle. A like device was used to re-suture the incision. The current condition of the patient is unknown. Additional information will be requested.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had a breakage of suture post-op issue. Three unopened samples of product code vcp9373 were returned for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.